Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d284trk implanted: 2012-(B)(6), 5071-35 implanted: 2009-(B)(6), 5866-38m implanted: 2009-(B)(6). (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had premature battery depletion. ICD is being explanted and replaced. Additionally, left ventricular (lv) leads indicated a high threshold and non capture. Leads will remain in use. No patient complications have been reported as a result of this event.